Event description:
It was reported that the handpiece would not calibrate after eight attempts. The customer detached the point probe and reattached it to make sure it was seated properly, as well as made sure the drill was locked in place; all the pieces were re-assembled. He ran a drill and handpiece test from the admin screen (max torque = 98); we tried two more times, and the surgeon gave up. The procedure was finished with manual instrumentation. No patient injuries reported beyond this event. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: h3, h6: the navio handpiece, intended for use in treatment, was returned for evaluation. The navio handpiece would not calibrate and failed characterization prior to a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides instructions on proper usage of bone tracker attachment. This failure is captured in the navio risk profile. The navio handpiece was returned for further evaluation. Handpiece characterization was done on the returned handpiece and it was found that it needed a shim to reduce the amount of traversal of the lead screw assembly. During characterization, the gear visibly moves up and down, increasing the length that the snap lock traverses on the lead screw past the maximum length at homing torque. The root cause of this issue was found to be due to expected wear/tear.